Event description:
The customer reported the device displayed defib failure cycle power and error code 00001. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed defib failure cycle power and error code 00001. There was no report of pt involvement or adverse pt impact. The local philips service representative replaced the power pca to resolve this issue.